Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and high pacing thresholds. The health care professional (hcp) suspected possible fracture on the ra lead due to the abrupt increase in lead impedances from 500ohms to 2500ohms which led to a lead safety switch (lss). The hcp stated the physician plans on replacing the ra lead. At this time, the ra lead remains in service. No additional adverse patient effects were reported. Subsequently additional information was received that reported that this ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances and high pacing thresholds. The health care professional (hcp) suspected possible fracture on the ra lead due to the abrupt increase in lead impedances from 500ohms to 2500ohms which led to a lead safety switch (lss). The hcp stated the physician plans on replacing the ra lead. At this time, the ra lead remains in service. No additional adverse patient effects were reported.